Manufacturer narrative:
During run-in test, the returned autopulse platform (sn (B)(4) stopped after a few compressions due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message the platform did not reach the target depth within the specification. The root cause was due to the defective drivetrain motor likely due to a defective component. During visual inspection, multiple cracks on the screw well area of the front and bottom covers of the platform were observed, likely due to user mishandling. The covers were replaced to address the observed physical damage. During initial functional testing, the autopulse platform displayed user advisory (ua) 20 (position out of range) error message upon power up. The drive shaft was rotated to home position using the administrative menu to clear the ua 20 error message. After clearing the ua 20 error message, and during run-in test, autopulse platform displayed ua 17. The drive train motor was replaced to address the ua 17. During service, noticed the encoder spool shaft slot has damaged/chipped on one side. The shaft lock pin will not lock the encoder shaft will rotate freely in the damaged direction. Replaced the encoder to remedy the issue. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During service, the autopulse platform (sn (B)(4)) stopped after a few compressions due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message. No patient involvement.